Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains implanted in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented with severe angina. An angiogram revealed a totally occluded 90% stenosed, de novo lesion in the proximal right coronary artery (rca). The lesion was pre-dilated using an unspecified semi-compliant balloon. A 3.0 x 23 mm rx xience xpedition drug-eluting stent (des) system was advanced via radial access and the stent was deployed at 16 atmospheres. Fluoroscopy showed a proximal edge dissection. The dissection was treated via deployment of an unspecified stent. There were no adverse patient sequelae and no report of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record database for the reported lot revealed no associated nonconforming material records (ncmr). A query of the complaint handling database for the reported lot revealed no other incidents reported for physical resistance. The investigation determined the reported physical resistance appears to be related to circumstances of the procedure. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Event description:
Subsequent to the initial filed medwatch report, the following additional information was received: when advancing the 3.0x23mm rx xience xpedition drug-eluting stent (des) system, slight resistance was felt against the anatomy and force was applied. The stent was deployed without difficulty, then was withdrawn without difficulty. It was confirmed that there was no occurrence of a clinically significant delay and the replacement stent successfully resolved the dissection. No additional information was provided.